Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed. The customer reported that users were unable to remove medications from remote manager, while user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager failed. Field service engineer confirmed that there was no issue identified. The system functioned as intended after the field service engineer serviced the device.